Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a button error. The customer¿s blood glucose was 124 mg/dl at the time of incident. Customer stated that the insulin pump was making a buzzing sound and there is no alarm on the screen. Customer stated that the insulin pump buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm was noted. However, act and esc buttons did not respond due to an unlocked keypad connector. Unable to perform self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No vibration anomaly or audio beep/noise anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.